Event description:
A malfunction was reported on the customer's pump without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and provided the customer with instructions on using a backup insulin pump, setting up the replacement pump, and returning the defective pump. The customer understood and acknowledged all instructions provided by technical support. Customer will use a backup insulin pump.